Manufacturer narrative:
An event regarding non functional usage involving an unknown cutting block was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
During case, or staff opened a sui femoral 4 in 1 cutting block (green) - and noticed there were no holes in device for pins to go in device on 2 sides. Staff opened a new package and device had holes as needed and surgery was completed without any delay or adverse consequence.

Event description:
During case, or staff opened a sui femoral 4 in 1 cutting block block (green) - and noticed there were no holes in device for pins to go in device on 2 sides. Staff opened a new package and device had holes as needed and surgery was completed without any delay or adverse consequence.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown sui 4-in-1 femoral cutting block. When completed, the investigation results will be submitted in a supplemental report.